Event description:
Reporter indicated that the site's dell handheld computer would not charge. It was reported that the physician attempted to charge the handheld at several wall outlets. It was reported that the physician carries the handheld computer between several sites, and "eventually it just stopped charging."

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.